Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor, the monitor was not showing a picture. An unknown delay in the procedure occurred as another manufacturer's device was obtained and used to finish the procedure. No harm to patient or user was reported.